Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked and there was evidence of moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust/corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. The pump was unable to power on during testing. The pump cover was opened and no further moisture ingress was found.